Event description:
This report summarizes seven malfunction events where the tips of mesa reduction jack crickets 'malfunctioned' intra-operatively. Surgery was were successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigations.

Manufacturer narrative:
Lot unknown (7): the devices were not returned for evaluation. Device history records could not be reviewed without either the device or a valid lot number. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
This record is a consolidation of q4 2021 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures seven instances of intraoperative mesa reduction jack tip fracture. In all cases, the procedure was successfully completed with no adverse consequence to the patient and no surgical delay.